Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle hub separates. The following information was provided by the initial reporter: received voicemail from consumer stating, when he removes needle shield, needle hub separates.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary. Customer returned (2) unopened polybags for 31gx6mm 0.5ml bd insulin syringes from lot# 1350910. The customer reported that the stopper separates from the plunger rod when drawing insulin, the needle hub separates, and the plunger rod gets stuck when trying to draw. The samples were examined, and no hub separation was initially observed. After removing the cannula shield from each syringe it was observed that 1 out of the 20 syringes exhibited needle hub separation with a damaged barrel tip. The remaining syringes were tested for flow, and all test syringes were able to draw and expel properly. The plunger rod for all 20 syringes was able to move properly through the respective barrel, and no stopper separation was observed. The alleged stopper separates, difficult to operate, and plunger difficult to move issues could not be confirmed based on the samples returned for investigation. A review of the device history record was completed for batch# 1350910. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was not able to duplicate or confirm the customer¿s indicated failure (stopper separates, difficult to operate, plunger difficult to move). Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle hub separates. The following information was provided by the initial reporter: received voicemail from consumer stating, when he removes needle shield, needle hub separates.